Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. Upon evaluation, the trunk cable connector latches were broken. The cause of the constant gong alarms is the damaged latches. The root cause of the damaged latches is excessive force placed at the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt was producing constant gong alarms.